Event description:
On (B)(6) 2023, it was reported that a patient was in treatment utilizing the 2008t hemodialysis (hd) machine with an optiflux f180nre dialyzer and went unresponsive. The staff administered cardiopulmonary resuscitation (CPR) until emergency medical services (ems) arrived. The patient was taken to the emergency room (ER). Additional information was obtained through follow-up with the hemodialysis registered nurse (hdrn). The male hd patient arrived on (B)(6) 2023 for a regularly scheduled hd treatment. The patient dialyzed thrice weekly utilizing 2.0k, 3.0ca, 1.0mg dialysate, a f180nre dialyzer, and the 2008t machine. The patient¿s vital signs were within normal limits (no values provided) and his only complaint was that he was tired. The patient was scheduled for a four hour and 15-minute treatment. The treatment was initiated (time not provided). Approximately 2 hours into the treatment, around 10:30a.m., the patient became unresponsive. There were no alarms on the machine at the time of the event. The patient did not have any complaints prior to the event. The patient did have a blood pressure (values not provided) and an initial pulse at the time of the event which jumped up to 130. The patient¿s blood was rinsed back with 250ml of normal saline. There was no blood loss. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. Additionally, oxygen (o2) was administered via nasal cannula. Staff continued CPR until emergency medical services (ems) arrived. Ems assumed care and continued CPR. The patient was still unresponsive upon transport to the emergency room (ER). The patient was pronounced deceased at the hospital. Per the hdrn, there were no issues during the patient¿s treatment prior to the event. The patient has a history of atrial fibrillation (a-fib) and other unspecified cardiac conditions. Additionally, the patient is non-compliant with diet restrictions and frequently comes to dialysis treatments with a weight gain of up to 12kg in a two-day period. The patient had previously been instructed to go to the hospital and/or see the physician, but the patient had refused. No cause of death was documented.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine with optiflux f180nre dialyzer and the patient event of cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the patient adverse event and use of the 2008t machine and optiflux dialyzer. Additionally, there is no allegation of a machine malfunction or deficiency, or dialyzer defect reported for this event. There were no reported issues prior to the patient¿s adverse event and no alarms at the time of the event. Although the cause of the patient¿s cardiac arrest and death are not documented, this patient had a history of a-fib and other unspecified cardiac conditions. Additionally, the patient was frequently over target weight by up to 12kg due to non-compliance with diet restrictions. Patients with end stage renal disease (esrd) have a 30 times greater risk of cardiovascular mortality than the general population. The leading cause of that mortality is attributed to sudden cardiac death (scd). Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t machine with optiflux f180nre dialyzer can be excluded as the cause of the patient¿s cardiac arrest and death.

Event description:
On (B)(6) 2023 it was reported that a patient was in treatment utilizing the 2008t hemodialysis (hd) machine with an optiflux f180nre dialyzer and went unresponsive. The staff administered cardiopulmonary resuscitation (CPR) until emergency medical services (ems) arrived. The patient was taken to the emergency room (ER). Additional information was obtained through follow-up with the hemodialysis registered nurse (hdrn). The male hd patient arrived on (B)(6) 2023 for a regularly scheduled hd treatment. The patient dialyzed thrice weekly utilizing 2.0k, 3.0ca, 1.0mg dialysate, a f180nre dialyzer, and the 2008t machine. The patient¿s vital signs were within normal limits (no values provided) and his only complaint was that he was tired. The patient was scheduled for a four hour and 15-minute treatment. The treatment was initiated (time not provided). Approximately 2 hours into the treatment, around 10:30a.m., the patient became unresponsive. There were no alarms on the machine at the time of the event. The patient did not have any complaints prior to the event. The patient did have a blood pressure (values not provided) and an initial pulse at the time of the event which jumped up to 130. The patient¿s blood was rinsed back with 250ml of normal saline. There was no blood loss. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. Additionally, oxygen (o2) was administered via nasal cannula. Staff continued CPR until emergency medical services (ems) arrived. Ems assumed care and continued CPR. The patient was still unresponsive upon transport to the emergency room (ER). The patient was pronounced deceased at the hospital. Per the hdrn, there were no issues during the patient¿s treatment prior to the event. The patient has a history of atrial fibrillation (a-fib) and other unspecified cardiac conditions. Additionally, the patient is non-compliant with diet restrictions and frequently comes to dialysis treatments with a weight gain of up to 12kg in a two-day period. The patient had previously been instructed to go to the hospital and/or see the physician, but the patient had refused. No cause of death was documented.

Manufacturer narrative:
Plant investigation: no sample returned for evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. As a lot number was not provided, an sap delivery history search was performed to obtain all lot numbers with the reported catalog number delivered to the patient in the three months prior to the occurrence date. A lot history and production record review were performed on each of the 12 identified lots. During the lot history review it was noted that three of the 12 identified lots had complaints reported. These complaints address leaks and are not associated with the current event. A review of the production record was performed. The production record review showed there were two lots with one approved temporary deviation notice, and one lot had a non-conformance (exceeded bubble point four percent limit) in the production of the identified lots. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.